Event description:
The patient was admitted to the hospital for withdrawal symptoms. Specific symptoms and/or treatments were not reported. The hcp planned to check the catheter and do a roller study.